Event description:
It was reported that customer was doing a battery change, her insulin pump counted to eight and then went blank. This happened twice. Once the device started up again, customer had to reset the time and date. The device's alarm history showed multiple alarms in the past few days. Customer states the alarm occurred during battery change both times. Customer's blood glucose is 8.8 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored. All operating currents tested within specification range. The device passed the error alarm test. No blank display or unexpected device reset noted. No loss of memory after battery insertion found. However, the unit had intermittent button response due to flattened dome switch on the act button. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near the display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.